Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. Additional findings not related to the malfunction/issue was the air inlet foam filter was proactively replaced on the device. The device passed all system test.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.